Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic received a remote home monitoring alert for sensing not fully optimized on the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed that there likely was no reference electrocardiogram captured and recommended capturing one at the next office visit. The clinic called almost one year later and stated they received another alert indicating sensing was not fully optimized and noted that they had not received the alert in two previous interrogations several months apart. Engineering reviewed data stored in the remote home monitoring site and found there were intermittent resets following telemetry sessions causing the device to time out while attempting to write data to a flash memory and erasing the reference s-ECG template. Boston scientific technical services (ts) recommended the physician consider changing out the s-ICD. Ts noted that if the physician chose to leave the device implanted, it would be with the understanding that if the patient had a treated or untreated episode there may be no episode data to review. Further discussion with engineering and ts found that if this was to occur in succession of back to back episodes,, such as a ventricular tachycardia (vt) or ventricular fibrillation (vf) storm, there may be a chance for delayed time to therapy if or when the device resets. Device replacement was recommended. Available evidence notes that at this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic received a remote home monitoring alert for sensing not fully optimized on the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed that there likely was no reference electrocardiogram captured and recommended capturing one at the next office visit. The clinic called almost one year later and stated they received another alert indicating sensing was not fully optimized and noted that they had not received the alert in two previous interrogations several months apart. Engineering reviewed data stored in the remote home monitoring site and found there were intermittent resets following telemetry sessions causing the device to time out while attempting to write data to a flash memory and erasing the reference s-ECG template. Boston scientific technical services (ts) recommended the physician consider changing out the s-ICD. Ts noted that if the physician chose to leave the device implanted, it would be with the understanding that if the patient had a treated or untreated episode there may be no episode data to review. Further discussion with engineering and ts found that if this was to occur in succession of back to back episodes,, such as a ventricular tachycardia (vt) or ventricular fibrillation (vf) storm, there may be a chance for delayed time to therapy if or when the device resets. Device replacement was recommended. Available evidence notes that at this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the clinic received a remote home monitoring alert for sensing not fully optimized on the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed that there likely was no reference electrocardiogram captured and recommended capturing one at the next office visit. The clinic called almost one year later and stated they received another alert indicating sensing was not fully optimized and noted that they had not received the alert in two previous interrogations several months apart. Engineering reviewed data stored in the remote home monitoring site and found there were intermittent resets following telemetry sessions causing the device to time out while attempting to write data to a flash memory and erasing the reference s-ECG template. Boston scientific technical services (ts) recommended the physician consider changing out the s-ICD. Ts noted that if the physician chose to leave the device implanted, it would be with the understanding that if the patient had a treated or untreated episode there may be no episode data to review. Further discussion with engineering and ts found that if this was to occur in succession of back to back episodes,, such as a ventricular tachycardia (vt) or ventricular fibrillation (vf) storm, there may be a chance for delayed time to therapy if or when the device resets. Device replacement was recommended. Available evidence notes that at this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse patient effects were reported.